Manufacturer narrative:
The defective executive processor board ("board") was returned to the getinge national repair center (nrc) and inspected by a technician, per procedure, with no visual damage observed. The board was installed into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc first entered the fault log and observed error code 111 two times and error code 112 four times. The nrc verified the error codes that the service representative observed, however, the nrc could not verify the failure that the customer reported of the cardiosave abruptly shutting down, after running the cardiosave for over 20 hours. The board failed for error codes 111 and 112. The board was sent to the supplier for failure analysis per procedure.

Manufacturer narrative:
Additional contact information: (B)(6). The supplier stated they tested the board with no issues found. No specific root cause identified. This investigation is now complete. Retaining the part in the failure analysis and testing department. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. However, in reviewing the alarm logs, the fse found code 111 and 112 which indicated replacement of the executive processor board was required. The fse resolved the issue by replacing the executive processor board and re-calibrated the transducers. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stopped working abruptly while connected to a patient. It was further reported the iabp unit was switched out and removed from service. No patient harm, serious injury or adverse event was reported.